Event description:
Customer reportedly obtained results of 180mg/dl, 170mg/dl, or 160mg/dl and would retest to receive a result of 80mg/dl. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.